Event description:
A customer contacted beckman coulter inc. (Bci) stating they noticed a leak on the unicel dxc 600 pro synchron clinical system. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and rerouted drain and di water lines to move instrument back and found leaking coming from rear bulkhead. Fse has ordered the necessary parts and will return on-site and replace.